Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that because of the high number of short circuits seen with the device that the electrode array has been damaged. The electrode is in an unstable condition with a channel having high impedance.